Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. However, the insulin pump had a high idle current due to a faulty component on the mother board. No blank display was noted. The insulin pump was received with minor scratches on the display window and a cracked belt clip slot.